Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (dilaudid 20mg ml at 3 mg day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was inverted in the pocket. It was unknown if there were external factors that contributed to the issue and no diagnostics/troubleshooting were performed. Actions/interventions taken to resolve the issue included the healthcare provider performing a pocket revision by reorienting the pump and tying down 3 of the anchor loops with sutures. The issue was resolved at the time of the report. The patient's weight and medical history were unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.